Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the patient experienced the receiver shut off when plugged into the charger. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A receiver functional test was performed and passed. An internal visual inspection was performed and passed. The log was downloaded and reviewed, finding receiver shutdown-reason manual. The allegation was confirmed. No injury or medical intervention was reported.